Event description:
The caller alleged discrepant results when comparted with the lab results reported. Also the caller alleged discrepant results when performed the test in two different hemosense meters.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filled. The test ID 1 and 2, the inratio meter value is not within the confident limit. Product will be investigated though the lab value is within the limit. Also, the patient and doctor performed the inratio test in two different hemosense meter. The reading and calculations are as follows: see scanned table. As per the internal procedure, if the cv is greater than 20% the criterion is not met. The test performed, is within the criterion and accuracy is met where as the test performed two days later, is greater than 20% so criterion is not met. Product will be investigated. Also as per internal procedure, if the time elapsed exceeds three hours, there is a highly possibility that the discrepancies are due to changes in the status of the patient. Caller did not mention the time the test was performed.